Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03615 addresses the other device.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the generator stopped working and was not able to be powered back on. Although the user suspected an issue with both devices, it is not currently known if the electrode contributed to the generator issue. However, there were no issues visible with the electrode. The procedure was completed with another rf 3000 radiofrequency generator and leveen needle electrode.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)